Event description:
Case description: investigation result: product: novopen 4, batch number: evg6351-1, the product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. Product name: mixtard 30 penfill 100 iu/ml, batch number: hr7e942, the product was not returned for examination. Since last submission, the following was updated to the case: investigation result updated, manufacturer comment updated, narrative updated accordingly. Manufacturer comment: 31-dec-2018: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtartd 30 penfill.

Event description:
Hypoglycaemia [hypoglycaemia]. Pen does not work properly [device malfunction]. Case description: study ID: (B)(6). Study description: the objective of patient support programme is to provide training or re-training in the use of novo nordisk medical devices for users. Patient's height, weight and body mass index were not reported. This serious solicited report from (B)(6) was reported by a nurse as "pen does not work properly" beginning on (B)(6) 2018, "hypoglycaemia" beginning on (B)(6) 2018 and concerned an elderly male patient (age not reported ) who was treated with novopen 4 (insulin delivery device) from (B)(6) 2016 to (B)(6) 2018 due to "type 2 diabetes mellitus", mixtard 30 penfill hm (ge) (insulin human) from unknown start date due to "type 2 diabetes mellitus" (dose and frequency total daily dose 49-50 iu.) Medical history included type 2 diabetes mellitus (duration not reported). Patient called and reported that he believes that his pen does not work properly due to hypoglycaemia that he had the last days in (B)(6) 2018. It was reported that the patient was trained by health care professional in the use of novopen 4. There were no changes in diet or exercise level. Batch number of novopen 4 and mixtard 30 penfill was available. Action taken to mixtard 30 penfill hm (ge) was reported as no change. Action taken to novopen 4 was reported as product discontinued due to adverse event. The outcome for the event "pen does not work properly" was not reported. The outcome for the event "hypoglycaemia" was recovering/resolving. Reporter's causality ( novopen 4) - pen does not work properly: possible, hypoglycaemia: possible. Company's causality ( novopen 4) - pen does not work properly: possible, hypoglycaemia: possible. Reporter's causality ( mixtard 30 penfill hm (ge)) - pen does not work properly: possible, hypoglycaemia: possible. Company's causality ( mixtard 30 penfill hm (ge)) - pen does not work properly: possible, hypoglycaemia: possible. Reporter comment: there was not a specific problem with the pen; it was the opinion of the patient due to hypoglycaemia.